Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. The patient received the device and began use on (B)(6) 2025 and reported the device had broken on (B)(6) 2026. Reportedly the buttons fell out. The patient has excellent oral hygiene. No injury was reported.